Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported clip actuation issue was confirmed via returned device analysis; it was likely due to the harness getting jammed in between the binding plate and the connector; however, a definitive cause for the observed harness jam could not be determined. The reported failure to adhere or bond and difficult removing the cds [clip delivery system] could not be replicated in testing environment as they were related to patient condition/procedural circumstances. However, the investigation concluded that failure to adhere or bond to the leaflets was related to patient morphology/pathology. The difficulty positioning the device and bent dc shaft were confirmed via returned product analysis. The difficulty positioning the device and difficult to remove resulting in the bent dc shaft were attributed to the bent mandrel. The reported cds knob issue was unable to be confirmed during device analysis and a definitive cause for the knob issue was unable to be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of chordal rupture (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed and the device evaluation, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the suspected torn chord during the procedure. It was reported that the mitraclip delivery system (cds) was prepared according to the instructions for use and advanced to the left atrium. Going from the left atrium to the left ventricle, it was noted that the cds dove medially. There was no set in the shaft noted. During the procedure, there was difficulty opening the clip in the anatomy, but it was successfully opened with troubleshooting maneuvers. It was difficult to grasp the leaflets due to the posterior leaflet flail. The challenging anatomy, including, but not limited to restricted anterior leaflet, mitral annulus calcium, and calcium on the proximal anterior chordae, also made it difficult to grasp the leaflets. During the procedure, the cds became stuck in the chordae and a torn chord was suspected. This created another flail on p2 segment, more medial than the pre-existing p2 flail. There was no increase in mitral regurgitation (mr), which remained 4+. Although there was no set in the shaft during the procedure, the shaft is thought to have bent after the interaction with the chordae. The procedure was aborted with zero clips implanted. The patient remained stable during the procedure. No additional information was provided.